Manufacturer narrative:
Concomitant medical products: ddmb1d4 ICD implanted: (B)(6) 2017; etlw1610c93e stent implanted:(B)(6) 2015; 5076 lead implanted: (B)(6) 2005.

Event description:
It was reported that the patient's right ventricular (rv) lead dislodged two days post implant. The lead was re-positioned and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.